Event description:
The patient had IV fluid infusing on a hospira IV pump. The nurse attempted to hang the IV mini-bag. The screen would not allow the nurse to touch/program anything, including to stop the machine or eject the cassette tubing. Biomed came to the patient's room and pushed the emergency stop button on the pump, which then allowed the tubing to be removed from the machine. The pt's outcome was not affected by this event; the plan of care remained the same. Biomed was able to disconnect the pump in under 10 minutes from the event occurring, so the pt was not harmed. The pump was then taken for servicing by biomed. The IV tubing was then switched to a working IV pump and programmed at the prescribed rate. The device had been in use for probably 12-18 hours before this event occurred. The pump was plugged in when the event occurred.we have had a similar event with this device type recently. Interestingly, the screen froze on the same type of pump a few minutes prior on a different patient, but we were able to eject the tubing to switch the pump. I do not know what may have contributed to the event; the environmental factors were the same on this day as any other here in the hospital. The nurse operating the pumps uses these pumps every shift she works, and is well versed in their functionality.